Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was explanted due to infection. It is suspected that the patient may have an allergy to titanium. Patient will have an allergy test performed.